Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported the patient observed a fluid leak which that occurred at the end of the patient¿s peritoneal dialysis treatment when removing the cassette. The patient brought the cycler to the clinic for the nurse to supervise that everything was done correctly. No tears or holes were found in the cassette. The patient was advised to discontinue use of the cycler. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. The patient discarded the sample. The patient completed treatment with continuous ambulatory peritoneal dialysis.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.